Event description:
It was reported that the customer was hospitalized due to low blood glucose of 30mg/dl. It was stated that the customer was experiencing unexplained low glucose for one day. Troubleshooting was performed. It was stated that the customer asleep and would not wake up. It was stated that the customer's most recent blood glucose was treated with juice and the paramedics treated with an insulin drip. Reviewed the programming and found that the time was incorrect. Assisted the caller to correct the time. It was stated that the reservoir is showing the same amount of insulin than the status screen shows. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.